Event description:
It was reported the cine disc was not available. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine disk was reset during the service call. The system was tested and found to be working as intended and put back into service.